Event description:
It was reported that because other manufacturer's catheter already implanted in the right femoral vein had to be replaced due to poor blood aspiration etc., when the dilator was attempted to be inserted over the guidewire, the dilator could not be advanced from the middle. Therefore, the insertion procedure of the catheter was stopped. There was no reported patient injury. The customer reported two incidents however only one device was returned for evaluation. This file addresses the device that was returned. (B)(6) 2023 - the returned sample exhibited multiple visible kinks.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty inserting a dilator over a guidewire is confirmed. The returned product was one 24 cm powertrialysis dialysis catheter, one 14 cm dualator dilator, one 13 cm dualator dilator, and one 0.035 in j-tip guidewire in it¿s plastic hoop. An initial visual observation showed use residues throughout the guidewire with multiple visible kinks along the guidewire. Both dilators exhibited tip deformation and had use residues along the devices. A microscopic observation revealed the tip deformation along the dilators to appear pushed inward, but nothing else remarkable was observed regarding the dilators. A microscopic observation of the returned guidewire revealed that the distal tip of the guidewire was intact with both weld tips, and no breaks were observed along the length of the device. Abundant wire deformation was visible including one very sharp kink about midway along the length of the guidewire. Multiple other kinks were visible along the guidewire without any complete breaks in the device. A functional test of attempting to advance both dilators and the returned catheter over a non-complainant 0.035 in j-tip guidewire were successful and unremarkable. The complaint of difficulty inserting dilators over a guidewire is confirmed and was determined to likely be caused by wire manipulation during replacement of the catheter. Attempted guidewire insertion against resistance may potentially cause damage to the guidewire, making it difficult to slide other devices over the guidewire. H3 other text : evaluation findings are in section h.11.